Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. It was noted that all other measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.